Event description:
Pt called in 2002 alleging that their one touch basic meter would not turn on and pt was taken to the emergency room and treated. Pt had just bought a brand new one touch basic meter (date unk, but thinks it was the last week of 3/2002) and was trying to use it. There was no power to the meter and was not able to do any blood glucose tests "right blurry vision and "felt high". Pt took pt's daily set amount of diabeta 5mg 4 pills a day. Pt still felt high after taking their diabetes medication that morning. Around 11am, the pt's family member took pt to the ER and the reading there was "600 something". At the ER, they gave pt pills (medication unk) and was kept there until 5pm. Pt continued to take their set amount of diabeta that evening. Pt was still unable to test. The next morning pt called and the meter was replaced.